Event description:
The health care provider (hcp) was unable to drawback any cerebrospinal fluid (csf) from the pt's device and therefore, could not do a catheter dye study to determine why the catheter was not working. The pt stated that the physician could not tell where the catheter was going. The catheter was out of the intrathecal space and coiled subcutaneously. The pt had a catheter revision. The catheter "ripped upon removal" so it was not returned to the MFR. The pt's pump was filled with normal saline because the pt did not have a current physician to manage the drug infusion. Additional info has been requested, a f/u report will be sent if additional info becomes available.